Manufacturer narrative:
The insulin pump was monitored for several weeks. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery was not lasting more than three days. Customer also reported that insulin pump would shut off without first receiving a weak battery alert. Customer's blood glucose was 64 mg/dl, which was treated with food. After troubleshooting, customer was advised that insulin pump would be replaced due to customer already receiving battery cap.